Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the needles were difficult to opperate. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that "1 in 3 of the needles does not work."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the needles were difficult to opperate. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that "1 in 3 of the needles does not work".